Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2018-12522, 1627487-2018-12523.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2018-12522, 1627487-2018-12523. It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken and the scs system was explanted and replaced.